Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit during preuse checkout lost the ability to mechanically ventilate. There was no report of patient involvement.